Event description:
Several nurses have stuck themselves with these new sets (with longer spike) while spiking the bag. This is not a contaminated wound, but necessitates changing the bag which was perforated and the tubing set, delaying care.